Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 36-year-old male patient presented to (B)(6) with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2020 at tooth location #14. It was reported that the implant was not placed following immediate extraction and was not immediately loaded. The prosthetic restoration was completed on (B)(6) 2020. The prosthesis consisted of a complete upper denture, and the opposing arch also consisted of a full denture. The patient presented with the issue on (B)(6) 2026, after final prosthesis delivery. During the examination, the doctor determined that the implant had lost osseointegration, and the implant was removed on the same day of the visit without the use of any instruments. The implant was not replaced. The patient reported symptoms of inflammation and pain, which resolved after implant removal. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and fair oral hygiene. No abnormalities related to the implant or its packaging were reported.